Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck had an angulation of 50 degrees. The proximal aorta was 10 mm in length. It was reported that the bifurcated stent graft was deployed at the level of the left renal; however, after releasing the proximal stent it was noted on angio that the stent graft landed lower than intended, resulting in a proximal type I endoleak. A palmaz stent was placed and the endoleak lessened. The physician stated that the stent landed lower than intended because he did not fully appreciate the aortic neck angulation prior to implantation. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft misplacement), patient's condition affected effectiveness of device (aortic neck angulation), device failure/lack of effectiveness related to patient condition (aortic neck angulation).